Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; d9; g3; h2; h3; h4; h6 multiple MDR reports were filed for this event, please see associated reports: 000182503-2024-01288 visual examination of the returned product identified hex shows nicks and gouges from use. Outer head diameter, threads, and taper below head show nicks and scratches with witness marks from screw penetration in the shell. No other damage was noted. Product identifiers for overall length and thread major diameter were measured and conforming to the print specifications. Additional measurement was able to be taken for the head diameter and was conforming to print specification. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: acetabular cup with screw seated within the bone but not fixing the cup. Femoral component not seen. The complaint was confirmed based on the evaluation of the provided x-ray. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: cat #: 010000662 / g7 pps ltd acet shell 50d /lot #: 7120405. G2: china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure while obtaining screw fixation of the acetabular cup, the screw passed through the acetabular cup screw hole. Attempts have been made and no further information is available.